Event description:
The customer reported that during use of this crescent hook in a shoulder arthroscopy, the needle broke. This resulted in conversion to an open procedure to retrieve the needle. It was reported that this extended the procedure time by one hour. All pieces of the needle were retrieved and there were no reported complications from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this crescent suture hook for evaluation with the detached portion. A visual examination of the device found the suture hook needle was detached from the tube/shaft at the weld joint. Further evaluation found the tube/shaft bent. These discrepancies indicate excessive force was applied to the instrument during use. The label for this device indicates it is a reusable device. The info for use (IFU) provides the user the following: precautions. Inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. Conmed linvatec will continue to monitor this device for failures. The customer will be contacted with additional info regarding this device.